Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was in the right coronary artery (rca). The reference vessel diameter was 3.6mm and the lesion length was 24mm. Pre-procedure there was 100% stenosis and post-procedure 0% stenosis. A 3.5x32mm liberte stent was implanted. A non-bsc balloon catheter was used. No attempt was made for direct stenting. The procedure was a technical success. The patient was discharged on the same day as the index procedure with no anginal complaint or silent ischemia. Discharge medications were asa 100mg/day indefinitely, clopidogrel 75mg/day for 12 months, heparin and iib iiia agent (dose and duration was not provided). The patient experienced cardiac death. No further data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.